Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, in house testing of a retained kit and labeling review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue. Review of tracking and trending for the alinity I total psa assay did not identify an increase in complaint activity related to the complaint issue. Additionally, an increase in complaint activity was not identified for reagent lot 69265fz00. A device history record review did not identify any nonconformances, potential nonconformances or deviations associated with the complaint lot number and issue. In-house accuracy testing was completed with retained complaint lot number 69265fz00. Testing met acceptance criteria and the product is performing as expected. A review of the labelling addresses the customer's issue. Based on the investigation, no systemic issue or deficiency of the alinity I total psa reagent lot 69265fz00 was identified.

Event description:
The customer observed a falsely depressed alinity I total psa for one patient. The following results were provided (reference range <5 ng/ml): sid (B)(6), initial total psa result >100 ng/ml; repeat result (diluted) <0.08 ng/ml; repeat undiluted result >100 ng/ml; repeat result (1:10 dilution) = 173 ng/ml. There was no impact to patient management reported.

Manufacturer narrative:
Complete entry for section a1 - patient identifier: (B)(6). This report is being filed on an international product, list number 07p92-30 that has a similar product distributed in the us, list number 7p92-21/31, with PMA number p910007. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a falsely depressed alinity I total psa for one patient. The following results were provided (reference range <5 ng/ml): sid (B)(6); initial total psa result >100 ng/ml; repeat result (diluted) <0.08 ng/ml; repeat undiluted result >100 ng/ml; repeat result (1:10 dilution) = 173 ng/ml. There was no impact to patient management reported.